Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. An evaluation of the photo provided by the user was performed. Based on the photo provided, we were unable to determine the exact location of the leakage and hence could not confirm the report. The pre-loaded wire guide and flow control switch appear to have been removed from the device and are included in the photo. Without return of the complaint device, a complete evaluation cannot be performed. A picture of the label was not provided. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photo provided could not confirm the report. We could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A leakage can occur if the balloon comes into contact with a sharp object or a burr in the endoscope channel. Another possible contributing factor to a leakage in the balloon material is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. An evaluation of the photo provided by the user was performed. Based on the photo provided, we were unable to determine the exact location of the leakage and hence could not confirm the report. The pre-loaded wire guide and flow control switch appear to have been removed from the device and are included in the photo. Without return of the complaint device, a complete evaluation cannot be performed. A picture of the label was not provided. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photo provided could not confirm the report. We could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. In the report it does not state if negative pressure and lubrication were applied to the balloon prior to advancing down the endoscope accessory channel. The IFU states: "to facilitate passage through the endoscope, apply negative pressure to the device." "Apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." "Maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." A leakage can also occur if the balloon comes into contact with a sharp object or a burr in the endoscope channel. Another possible contributing factor to a leakage in the balloon material is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a laryngeal stenosis dilatation, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported that when inflating the balloon, liquid leaked through the guide and it did not inflate. The same product from a different batch was used, and the procedure was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.